Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button effectively, confirmed that the pump was not plugged into a power source, and provided a replacement pump since the issue persisted. They also ensured the customer had a backup insulin pump.